Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that he is on his third artificial urinary sphincter (aus) and when he cycles the pump to void, he perceives a sensation of air movement which he has not experienced with his previous devices. He stated that he is experiencing constant leakage of urine and voids a significant amount of urine before the device's cuff releases pressure. He stated that he has been evaluated by his doctor and has undergone a cystoscopy and device issues has been ruled out. The patient stated that his doctor diagnosed him with overactive bladder (oab) and gave him medication to manage it but has not noticed any relief or resolution. The patient services specialist and the patient discussed functionality of the device, and he stated that the pump feels firm and appears to function properly, but there are still concerns about its performance. The patient services specialist advised the patient to seek a second opinion to confirm device functionality. He stated that the third aus was implanted by a different surgeon than the one who performed the previous two surgeries. No further patient complications reported.